Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that during fluoroscopy, the system stopped x-rays and continued to beep as if it was fluoroing. This is consistent with an intermittent system lockup. There was no uncommanded x-ray. There is no report of injury or death associated with this event.